Event description:
It was reported that customer experienced repeated occlusion alarms over several months, typically when cartridge had around 60 units remaining, and also mentioned having one past cartridge alarm at an unspecified time. There was no adverse impact to the customer¿s blood glucose level. Customer changed infusion set and supplies as instructed, followed cartridge loading directions, resumed insulin after alarms, and was advised to continue changing sets every 2¿3 days.